Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was present with an unknown abutment screw fractured. The patient will return when new abutment screw is delivered.

Manufacturer narrative:
Additional information received identified the screw as a mhlas zimmer screw. This device no longer meets the criteria of a reportable malfunction. The device is not reportable. This event was previously reported under MFR submitted on (B)(6) 2018. No further medwatch reports will be submitted.

Event description:
No further event information available at the time of this report.